Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device isn't switching on. There wasn't any patient involvement.

Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the power supply to resolve this issue.